Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer received third party assistance from a co-worker, who helped the customer walk and provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.